Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain / chronic pelvic pain, sharp, severe") and menorrhagia ("abnormal bleeding: menorrhagia") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included respiratory symptom (treatment with decadron treatment (B)(6) 2013 and in (B)(6) 2016, treatment with zithromax and amoxicillin (B)(6) 2015), fibromyalgia (treatment (B)(6) 2013), pain in hip on (B)(6) 2014, abdominal pain (prescribed metronidazole (B)(6) 2015), multigravida, nulliparous, trauma (fell 1 day ago landing on left hip area), bruising of leg, gastrointestinal disorder, abdominal operation and abortion. Concurrent conditions included hematuria. Concomitant products included amoxicillin since (B)(6) 2015, antidepressants, azithromycin (zithromax) since (B)(6) 2015, dexamethasone (decadron) since 2013, duloxetine, metronidazole since (B)(6) 2015, norethisterone (jolivette-28) and norethisterone (micronor). In 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), scar ("scarring"), pruritus ("itchy skin") and ovarian cyst ("left ovarian cyst"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and left oophorectomy) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy and left oophorectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the dysmenorrhoea had resolved. At the time of the report, the pelvic pain and menorrhagia had resolved and the scar, pruritus, dyspareunia and ovarian cyst outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, pelvic pain, pruritus and scar to be related to essure. Diagnostic results: on (B)(6) 2016 transvaginal ultrasound : post wire occlusion of the fallopian tubes with the wires extending somewhat medial in position into the myometrium, otherwise unremarkable pelvic exam. (B)(6) 2016: CT abdomen and pelvis: normal appendix 3 cm left ovarian cyst mild free fluid cul de sac (B)(6) 2017: pathology :the specimen is received in formalin labeled with the patient's name and uterus, bilateral tubes, left ovary. The specimen consists of a uterus with attached bilateral fallopian tubes and left ovary. Sectioning reveals unremarkable tan pink tissue and the previously mentioned essure device proximally. Final diagnosis: uterus, ovary and fallopian tubes, hysterectomy with right salpingectomy and left salpingo-oophorectomy. Cervix- immature squamous metaplasia. No dysplasia or malignancy identified. Endometrium- proliferative phase endometrium. No hyperplasia or malignancy identified. Myometrium- histologically unremarkable. Ovary, left- follicular cyst, 2.5 cm. No malignancy identified. Fallopian tubes- bilateral essure devices. No malignancy identified. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 16-feb-2018: plaintiff fat sheet & medical record received. Events menorrhagia, dysmenorrhea, dyspareunia , left ovarian cyst are added. Lab data updated. Concomitant condition and drug , historical condition and drug are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), scar ("scarring") and pruritus ("itchy skin"). The patient was treated with surgery (on (B)(6) 2017 underwent a pelvic surgery). At the time of the report, the pelvic pain, dyspareunia, scar and pruritus outcome was unknown. The reporter considered dyspareunia, pelvic pain, pruritus and scar to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.